Event description:
It was reported that the patient presented to the emergency department (ed) due to a driveline power fault alarm. Upon interrogation, it appeared the patient had an extended period of driveline disconnect from the pump between 0717 and 0718, with intermittent reconnections noted. Since then, the patient had on-going driveline power fault alarms, but no additional pump stops. An x-ray was planned. Log files were submitted for review and captured a driveline disconnect at 0717 on the morning of (B)(6) 2025. The pump was off for 5 seconds before being reconnected. A second driveline disconnect occurred at 0718 and lasted for 8 seconds before reconnection. A third driveline disconnect occurred following the previous one and lasted for 16 seconds before reconnection. Following the third driveline disconnect, the log began capturing driveline power fault alarms. There were no noted alarms prior to the disconnects. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit during this history. The patient's system controller and modular cable were exchanged; however, the alarms reoccurred on (B)(6) 2025. The patient insisted that the driveline was never disconnected, however it was noted they were not a reliable narrator. A second set of log files were submitted for review and continued to capture numerous driveline disconnect alarms and a recurrence of driveline power faults on the new equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault and driveline disconnect alarms were able to be confirmed during review of the submitted log file from the heartmate 3 system controller (serial number: (B)(6)). The event log file from this controller contained information spanning approximately ~16 hours (17:45 12mar2025 to 9:48 13mar2025 per timestamp). Between 7:17:56 and 7:18:57 on 13mar2025, several instances of pump off, low flow, and driveline disconnect alarms were observed. These alarms activated due to internal subfaults which indicated that both power and communication signals to the pump had been interrupted. At 7:18:54 on 13mar2025, communication a, communication b, and power b signals returned, but the power a signal remained interrupted. Due to the interruption in the power a signal, a driveline power fault alarm activated at 7:18:55 on 13mar2025. The power a signal returned at 17:18:55, but the associated driveline power fault alarm latched and stayed active throughout the remainder of the data. The pump resumed operation as expected when communication/power to the pump were restored. Available information indicated that the heartmate 3 system controller (serial number: (B)(6)) and modular cable (lot number: 10033676) were exchanged in response to the observed alarms. No products related to this event have returned to abbott for further analysis. The root cause of the observed alarms cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 2 of the patient handbook warns the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2 also provides instructions for how to properly perform a system controller exchange. Section 7 of the IFU and section 5 of the patient handbook both describe the alarms which occur on the system controller, including those associated with driveline disconnect and driveline power fault conditions. Section 6 of the patient handbook describes how to care for and clean the heartmate equipment. No further information was provided. The manufacturer is closing the file on this event.